Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer stated they just received the repaired unit from covidien and when in use, the tumescent pump continues to not work properly. Customer stated while infiltrating fluid, the tubing chamber continues to open. No patient injury was noted.

Manufacturer narrative:
A review of the manufacture records and inspection of this device did not reveal any discrepancies to the reported event.